Manufacturer narrative:
Complaint conclusion: as reported, the 5f mynx grip vascular closure device did not take after deployment, with a small hematoma forming. Manual pressure was applied to achieve hemostasis. The device was prepped per the instructions for use (IFU); it was properly stored and opened in sterile field. One of the fellows deployed the device. Additional information was requested but is not available. The product was not returned for analysis. A product history record (phr) review of lot f2603401 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported event of "sealant-failure to achieve hemostasis" and subsequent "hematoma" could not be observed as the device was not returned for analysis and procedural images were not provided. The exact cause of the failure could not be determined. Failing to achieve hemostasis immediately after vascular closure and access site hematomas are common procedural complications and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, patient factors, pharmacological factors and/or handling factors of the device are possible. According to the product's instructions for use (IFU), which is not intended as a mitigation, it instructs, "while maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved." Neither the phr review, nor the information available for review suggests the failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynx grip vascular closure device did not take after deployment, with a small hematoma forming. Manual pressure was applied to achieve hemostasis. The device was prepped per the instructions for use (IFU); it was properly stored and opened in sterile field. One of the fellows deployed the device. Additional information was requested but is not available. The device will be returned for evaluation.